Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use. There were no reported product deficiencies. The reported patient effects of angina, ischemia, myocardial infarction, and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU)as known patient effects. Additionally, it was reported that the device was implanted in a previously stented restenosed lesion. It should be noted that the instructions for use (IFU)states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a 3.0x28 non-abbott stent had been implanted in the non-tortuous proximal to distal left circumflex (lcx) coronary artery on (B)(6) 2008. On (B)(6) 2013, the patient presented with a non-calcified concentric 99% in-stent restenosis of the non-abbott stent in the lcx. After pre-dilating the lesion, a 3.0x18 rx xience prime stent was deployed in the target lesion at 10 atmospheres, followed by post-dilatation using the kissing balloon technique; the stent was fully apposed to the vessel wall after post-dilatation. Intravascular ultrasound confirmed 0% stenosis and a timi flow of 3. There were no adverse patient effects and no device issue during this procedure. On (B)(6) 2013, the patient presented with chest pain and thrombosis was detected in the proximal lcx to the 1st marginal vessel area via angiogram. The thrombosis was treated via balloon dilatation, recovering the flow. There were no reported adverse patient sequelae. The patient remained hospitalized and was discharged (B)(6) 2013 with a reported final patient outcome of recovery. No additional information was provided.